Manufacturer narrative:
(B)(4). Factors that may contribute to a fractured stent include, but are not limited to, damaged struts, low radial force, stretched stent, fatigue, or interaction with other devices or anatomy. During production all absolute pro stents are 100% visually inspected for stent damage (both the internally and externally), 100% dimensionally measured, and 100% radial force tested. Cine of the procedure was returned and reviewed by an abbott clinical specialist. The cine results of the review indicate that there is one image that shows a clear fracture of the absolute pro stent in the right brachial artery. It is not clear as to the number of struts that are fractured. In this case, it may be possible that anatomical conditions contributed to the fracture; however, this could not be confirmed and a conclusive cause could not be determined. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmr) for this lot that would have contributed to this complaint. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents for stent breakage reported for this lot. There is no indication to suggest a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mid right brachial artery dissection, which had occurred due to a trauma to the patient. After pre-dilatation was performed, the absolute pro stent was implanted without issue, and post-dilated with an unspecified balloon. A final angiographic shot was taken, at which time a mid stent strut was observed to be sticking out. No additional intervention was done and there were no adverse patient effects. No additional information was provided. Review of the returned angiographic image confirmed a stent strut fracture.